Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed a call service (064) alarm. During testing, the pump successfully performed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing. Unrelated to the complaint, moisture was observed in the display. The battery compartment was observed to be cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the pump emitted a 064 call service alarm during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.